Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer called to report the saline bag emptied on the patient during the rewarming phase of ivtm treatment. No blood was noted in the tubing. Saline was noted in the bed around the patient. The coolgard 3000 ivtm system displayed an air trap alarm that was cleared. The exact location of the leak on the icy catheter (lot unknown) is unknown. About 300 ml of saline infusion into the patient's bloodstream is suspected. The customer reported he did not change the saline bag and therapy was ended. The patient was near normothermia at the time. The catheter was placed in the left femoral region with no other lines at that site. The dwell time was between 1-2 days. No device malfunction was reported for the start-up kit (suk). No harm to the patient was noted.